Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) started to stretch approximately 146.5 cm from the hub. The 3maxc fractured approximately 151.0 cm from the hub. The marker band was present on the fractured distal segment. The total length of the 3maxc including the stretched segment was approximately 164.0 cm. Conclusions: evaluation of the returned 3maxc confirmed a fracture and revealed that the device was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. Subsequently, if the extrusion is elongated beyond its stretching length, damage such as a fracture may occur. The jetd identified in the complaint was not returned to penumbra for evaluation, therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician used the 3maxc to deliver a penumbra system jetd reperfusion catheter (jetd) to the target vessel. The physician then removed the 3maxc and found it to be broken approximately three centimeters at the distal tip but remained intact. The physician then used a new 3maxc and the same jetd to complete the procedure. There was no report of an adverse effect to the patient.